Event description:
Son choked on the brush head.

Manufacturer narrative:
The tufted retention disk detached from the handle. No medical attention was sought. It does not appear that an actual injury occurred. Simulated use model and complaint data indicate that this is a potential choking hazard for children three years old and younger. We have been unable to get the device back to do an investigation. The cause of this malfunction is unknown.